Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this catheter tore apart during a procedure two centimeter distal to hub and tore perpendicular to catheter length and cross cut. The physician had not started with the cutter yet during this incident. The catheter was never in service. No adverse patient effects were reported.